Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis the imc logs show there were placement signal not reliable alarms on 9/12 and 9/13 confirming the complaint. There were additional invalid placement signals which would have been the erratic signal seen clinically. The rt logs confirm the imc logs with the placement signal spiking to 3000 mmhg for a prolonged period of time triggering the placement signal not reliable (psnr) alarm and the invalid placement signals were the rapid peaking to 3000 mmhg and then resetting to the baseline. Device analysis: the failure mode was not reproduced during testing. Additionally the signal-to-noise ratio (snr) was very strong at 15950 and the fringe pattern had no abnormalities. The console performed as expected throughout testing and was most likely not the cause of the failure. Root cause: the cause of the placement signal issues could not be determined since failure mode was not reproduced. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported there were placement signal not reliable alarms occurring intermittently. The aorta and left ventricle signals were erratic at times. Support continued. The investigating engineer found the issue likely stemmed from the automated impella controller. No patient harm has been reported.